Event description:
During surgery, when the drill was withdrawn from the femur, a part of the drill tip was missing. This part had allegedly stayed behind in the pt. Retrieval of the fragment was attempted during surgery, but it could not be located.